Event description:
It was reported that upstream block alarm sounds even though it is not blocked. There was patient involvement, and no patient harmed reported.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint of upstream occlusion alarm. No previous repairs were noted within the last 12 months. Review of the history log confirmed that upstream occlusion alarm had occurred. Visual/functional testing was performed. No physical damage or defects noted on device. The primary cause of the reported issue was unable to be determined during repair activities. The device was returned to the customer with no repair provided at the customer's request.